Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged cracked and unresponsive touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally it was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was above 400 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.